Event description:
Country of complaint: (B)(6). Sutures are breaking or needle is detaching.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site investigation: samples rec'd: 3 opened samples. There are no previous complaints of this code batch. Mfg and distributed; (B)(4) units of this code batch. There are no units in stock. Samples rec'd had needle detached from the thread. Without closed samples, complete analysis is not possible. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: not applicable.